Manufacturer narrative:
Attempts to obtain additional information from user facility were unsuccessful, no conclusion can be drawn.

Event description:
Patient presented with a moderately angled neck and a preexisting stent in the right common iliac artery. On (B)(6) 2010, a 22-13-100bl bifurcated device, a 25-25-95-rl aortic extension, and a 28-28-115rl aortic extension were successfully implanted. The physician then introduced a balloon catheter to balloon the junction of the aortic extensions. Under fluoroscopy, it was noted the physician had inadvertently over inflated the balloon resulting in a rupture of the proximal aortic neck. The physician determined the rupture was contained within the aortic extension and proceeded to complete the procedure. On (B)(6) 2010, while still in the hospital the patient died. Additional information has been requested.

Manufacturer narrative:
Date of death corrected. Additional information provided by the user facility indicated that following the procedure the patient's blood pressure suddenly dropped the following morning. Patient died (B)(6) 2010; possible cause was bleeding from tear along lateral wall of the aorta near the left renal artery.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Complications occurred during the procedure. Additional information has been requested; however, no conclusion can be drawn at this time.